Manufacturer narrative:
Infection is the probable cause of failure. The pt's alcohol consumption may have been a contributing factor. Alcoholism is a known contraindication for dental implants.

Event description:
Implant placed on 10/13/1997. Implant failed and was removed on 2/20/1998.